Event description:
It was reported that during a subclavian artery stenting treatment procedure, balloon removal difficulties were encountered. Following successful deployment of the express-biliary ld pmted 7.0x20x135 cm stent, the physician was unable to withdraw the stent delivery balloon as it had become stuck at the tip of the 6f cook shuttle select sheath. The lesion being treated was a de novo lesion which was predilated with a 2.5x2 maverick balloon. The physician had no difficulty inflating the balloon, and was able to inflate the balloon on the first attempt. A single inflation was performed - to 10 atms. The physician had no difficulty deflating the balloon. The balloon was introduced and removed from the guide catheter once. The pt remained asymptomatic during this event. The entire sheath and balloon were removed as a unit in an intact condition. The balloon had become lodged in the sheath, but was thought to have been fully deflated. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.